Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Had the patient undergone a complete course of antibiotics prior to the surgery? How long after the acute episode was the surgery scheduled? Was the patient electively operated or emergently operated and was there a perforation? What healthcare professional fired the device and what is his/her experience with the device? Can you please confirm the difficulty closing was referring to turning the adjusting knob? Could the tissue be easily compressed into the green range per the instructions for use? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Can more information be provided on the shape and location of the staples that did not form correctly? What is the current status of the patient? Can you confirm that the device was discarded?

Event description:
It was reported that during a sigmoid resection the stapler fired and cut but the staples did not form correctly. The tissue was very thick because the patient had diverticulitis. The surgeon used all his strength to close the device. He had to over sew the anastomosis to complete the procedure. He performed an ileostomy to protect the anastomosis. The procedure was delayed for an hour.

Manufacturer narrative:
(B)(4). Additional information was requested: had the patient undergone a complete course of antibiotics prior to the surgery? How long after the acute episode was the surgery scheduled? Was the patient electively operated or emergently operated and was there a perforation? What healthcare professional fired the device and what is his/her experience with the device? Can you please confirm the difficulty closing was referring to turning the adjusting knob? Could the tissue be easily compressed into the green range per the instructions for use? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Can more information be provided on the shape and location of the staples that did not form correctly? What is the current status of the patient? Can you confirm that the device was discarded? Response received: the surgeon didn¿t have a whole lot of additional information to offer other than saying he remembers it was difficult to close and I remember the former sales rep telling me that it was very inflamed bowel, and therefore was hard to expose the entire orange part of the spike.